Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the rx graftmaster covered stent was deployed at a maximum pressure of 14 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use deployment procedure section specifies: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal pressure is 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the distal left anterior descending (lad) artery from the use of another device. The 2.80 x 19 mm graftmaster was deployed at 14 atmospheres but did not seal the perforation. Another 2.8 x 26 mm graftmaster was deployed at 14 atmospheres followed by post-dilatation using a 3.0 x 15 mm trek balloon at 12-14 atmospheres. This achieved complete resolution and excellent hemostasis obtained. No additional information was provided.